Event description:
Patient had a left total knee done by dr (B)(6) on (B)(6) 2014, over the next two weeks patient knee swelled up looking aseptic. Usual tests were done to determine if infection was present. Dr (B)(6) opted to bring back to surgery for an incision and drainage of knee and exchange the tibial insert. Surgery was performed. No infection was present. Patient had massive amounts of hematoma in all layers of knee. Washed out all hematoma, removed tibial insert and replaced with new insert.

Event description:
Patient had a left total knee done by dr. On (B)(6) 2014, over the next two weeks patient knee swelled up looking aseptic, usual tests were done to determine if infection was present, dr. (B)(6). Opted to bring back to surgery for an incision and drainage of knee and exchange the tibial insert, surgery was performed, no infection was present, patient had massive amounts of hematoma in all layers of knee, washed out all hematoma removed tibial insert and replaced with new insert.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.